Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07sept2019. Philips field service engineer (fse) confirmed the reported issue. Fse replaced the oxygen regulator to resolve this issue. Unit passed performance verification test when repair was complete. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that there was a leak on an o2 regulator. There was no patient involvement.